Event description:
The surgeon inserted a cq2015 three piece collamer lens. The lens haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. Surgery was completed using another lens.